Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support a system check was performed, and the occlusion was found to be within the cartridge which was damaged and cracked. Caller successfully changed out cartridge and resumed insulin therapy. Customer¿s blood glucose level was 414 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.